Manufacturer narrative:
H.6. Investigation: no photo or sample representation was provided for the complaint. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. According with this investigation there is not enough information like a picture or packaging identification provided from customer, the current process controls were reviewed, and the following was found, the pieces are manually counted and visually verified with a smart scale to make sure that the correct quantity of pieces are in the pack, however, there are many variables that could generate this failure mode due to incorrect handling or partial sell¿s performed by distributor, therefore, additional information from packaging is needed in order to rule out that this issue was generated by distributor, repacking process or manufacturing process. Root cause remains unknown but possible ones are non-controlled method (re-packaging) to ship partial boxes to end user or product damaged during the shipment, storage or distribution. See h.10.

Event description:
It was reported that 18 sharps coll 1qt red experienced a missing lid or slide lid/clamp. The following information was provided by the initial reporter: material no: 305635 batch no: 0281918 issue with lid ¿ no lids (customer said they already received replacement product from their distributor, but he still has 18 without lids).

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 18 sharps coll 1qt red experienced a missing lid or slide lid/clamp. The following information was provided by the initial reporter: material no: 305635, batch no: 0281918. Issue with lid ¿ no lids (customer said they already received replacement product from their distributor, but he still has 18 without lids).